Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, broken battery tube threads and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin pump was dropped prior to the alarm. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 109 mg/dl. No further information reported.